Event description:
It was reported that an alert triggered due to high impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead. An apparent lead fracture was noted. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 506852 lead implanted: 2001 (B)(6). (B)(4).